Event description:
It is reported that the patient's insulin pump is displaying a button error alarm and keypad is acting up. Patient's blood glucose level is 145mg/dl. Trouble shooting is conducted. Device is being returned. No further information available.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
Failure analysis revealed that the insulin pump was received with intermittent button response due to corroded keypad traces. The device had cracked display window corner, cracked battery tube threads and cracked reservoir tube lip.